Event description:
Patient's lead has experienced multiple rv coil impedance readings >200 ohms since (B)(6) 2023. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).